Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Trauma was reported. Bilaterally implanted recipient fell from a chair on (B)(6) 2018, after which the hearing sensation on the right side was lost. The user is bruised on the lips but there are no visible bruises or pain around the right implant. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Trauma was reported. Bilaterally implanted recipient fell from a chair on (B)(6) 2018 after which the hearing sensation on the right side was lost. The user is bruised on the lips but no visible bruises or pain around the right implant. Reimplantation is considered.